Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.1mm in 2006, and explanted the lens at a later date due to the pt had developed a cataract. Further info has been requested, however, no further info has been received. If more info is received a supplemental medwatch report form will be sent.

Manufacturer narrative:
Evaluation- a work order search was done for similar complaints within the search and no similar complaints were found. Conclusions - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.